Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide photos. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Lot number involved. What is the physicians opinion of the contributing factors to the rash? What is the most current patient status? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. Is the product or representative sample (product from the same lot number) available for evaluation? Patient demographics: initials / ID; age or date of birth; bmi ; gender patient pre-existing medical conditions (ie. Allergies, history of reactions) for female patients ask: was the patient exposed to similar products, such as artificial nails. Was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure?

Event description:
It was reported that a patient underwent a procedure for various lesions on an unknown date and topical skin adhesive was used. The wound was closed with sutures then washed, dried and topical skin adhesive was applied under minimal tension. The topical skin adhesive was left to dry then gauze was applied with microfoam on top. The topical skin adhesive had been applied on the tape in one thin layer covering the mesh. Alcoholic clorhexaden was the prep used prior to the product application. The patient possibly had a delayed sensitivity at 10 days post op and experienced itchiness underneath the mesh. The patient was treated with oral sterioids. Additional information has been requested.